Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a plastic bag without the product pouch. The lot number was not included on the plastic bag. Our laboratory evaluation of the product said to be involved determined the clip housing has separated from the coil catheter but remains attached to the drive wire, in a closed position. The device was viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The handle was manipulated to fully deploy the device, while also applying a light force to the tip, similar to endoscopic maneuvering and the clip did not deploy. The clip did move slightly off the drive wire, exposing part of the drive wire paddle on the backside of the clip, but full deployment was not possible. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: " with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ the IFU also includes the following precaution: ¿holding handle spool during clip advancement may prematurely deploy clip.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook instinct plus endoscopic clipping device. It was originally reported that the clip "failed during a procedure" and the clip would not open. There was no reportable information at this time. The clip was received for evaluation on 09/10/2021. The clip housing detached from the catheter attachment but remains attached to the drive wire, in a tromboning fashion. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.